Manufacturer narrative:
Continuation of d10: 97712 pain stim ipg, implanted: (B)(6) 2017; 977a260 pain stim lead x2, implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately thirteen weeks post implant of an antibacterial absorbable envelope, the patient experienced a pocket infection. It was noted that the patient had multiple allergies and may have reacted to the implanted envelope. Antibiotics were administered and surgical intervention was required. No further patient complications have been reported as a result of this event.